Event description:
It was reported that during an unknown procedure that the instrument was being used during a laparascopic urology procedure. The surgeon experienced that the instrument would not close properly. After several attempts, he removed the instrument and replaced it with a new one, and the procedure continued with no further issue.

Manufacturer narrative:
Date sent: 05/16/2008. Eval summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the cam broken from the left side. No anomalies were found with the jaws. The device was tested for functionality; it cycled, and ejected the remaining clips due to the cam condition. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.